Event description:
It was reported that the customer was hospitalized last (B)(6) 2014 for their high blood glucose. Customer's blood glucose was over 900 mg/dl. Customer was nauseous and vomiting. Customer had diabetic ketoacidosis. Customer was not in an accident. Customer was placed on a separate insulin pump and was given lantus. Troubleshooting was done. The insulin pump passed the high pressure test. Customer stated that he was sick and needed antibiotics for infection, advised customer that could be reason he had high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.